Manufacturer narrative:
The sureform 60 stapler instrument s/n (B)(6) was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a green reload successfully. No failures were found in the logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler instrument was clamped onto stomach tissue and froze. The sureform 60 stapler instrument would not fire and would not release. The emergency button was pushed and the stapler removed manually. No known impact or patient consequence was reported. On 26-mar-2025, intuitive surgical, inc. (Isi) received mw5167636 stating: "stapler was clamped onto stomach tissue and froze - it would not fire, it would not release. The emergency button was pushed and stapler removed manually."